Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (s/n (B)(4) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During setup for patient treatment, the thermogard xp ivtm system (s/n (B)(4). Displayed a tcmid:06 (ce post failure) error message. Another thermogard console was used to initiate the treatment. The reported issue did not cause a significant delay in providing ivtm therapy. No consequences or impact to the patient.